Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable, as well as newly reported codes, c19, and b01. H3, h6) the product ID: 9735825r, lot number: 1600398920, was returned to the manufacturer for analysis. The returned eminterface had a slightly out-of-round lemo connector. The connector was still able to mate with the controller, however, it would not engage / lock-in as normal and could easily be pulled out / separated from the controller. As a result, upon initial connection, the unit showed a faulted in "lat" and the light emitting diodes (led's) for ports three and four remained amber. Once the lemo was replaced, these issues no longer occurred. After two hours of bench testing, the unit functioned as designed. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument interface box was not working. The field representative (rep) plugged in another one into the system and that one worked as designed. There was no patient involvement. Troubleshooting was performed, technical services had the rep run print diagnostics with original instrument interface box connected and it showed as faulted.